Event description:
Reportedly, the parameters values of the initial interrogation performed on (B)(6) 2017 were missing on the printout obtained at the end of the follow-up, while they were normally printed at the beginning of the follow-up. Only the parameters values after reprogramming were properly printed at the end of the follow-up.

Event description:
Reportedly, the parameters values of the initial interrogation performed on (B)(6) 2017 were missing on the printout obtained at the end of the follow-up, while they were normally printed at the beginning of the follow-up. Only the parameters values after reprogramming were properly printed at the end of the follow-up.

Manufacturer narrative:
Preliminary analysis results suggest that the reported behavior could be due to an issue during the programmer disk access.

Event description:
Reportedly, the parameters values of the initial interrogation performed on (B)(6) 2017 were missing on the printout obtained at the end of the follow-up, while they were normally printed at the beginning of the follow-up. Only the parameters values after reprogramming were properly printed at the end of the follow-up.